Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 37. Details of surgery: nerve encroachment. On (B)(6) 2019 non-osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, hypersensitivity and fistula. No further patient complications were reported.